Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. Updated field(s): d7a, d8, e1, h2, h6, h11 correction e1 based on the results of the investigation, the device malfunction was confirmed during evaluation with a photograph, however since the actual device was not returned the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle exhibited black spots on the image of bf-uc190f increased and light amount decreased. The issue occurred during a diagnostic endobronchial ultrasound, and was completed with the same device. There were no reports of patient harm.